Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose of 600mg/dl for the last two days. Trouble shooting was performed and found customer had not received any medical attention, the insulin pump had not been dropped or support cap had not been pressed while connected. Customer wore device while having an angiogram on (B)(6) 2018. Discussed other possible causes: set, air bubbles, insulin, site infection, site rotation, scar tissue, bent crimped cannula, improper seating of tubing connector, and inactive insulin. Customer insisted on having insulin pump replaced. Advised insulin pump being replaced. The device will be returned for analysis.